Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the cardiologist that the pt is known to have poor right ventricle (rv) function although, was finally doing well and was discharged home and was walking 4 miles a day. The pt's international normalized ratio (inr) was only sub-therapeutic at 1.8 for four days. His lactate dehydrogenase (ldh) went from 100 to 400 and the doctor believes the rv failure maybe contributing to the pt's hemolysis. The pt underwent a pump exchange to another manufacturer's product.

Manufacturer narrative:
It was initially reported that the device was not returning for evaluation. The device was subsequently received. The device was returned for evaluation. A correlation between the device and the reported hemolysis, thrombus, and right heart failure could not be conclusively determined. The lvad pump was returned for evaluation. During the evaluation, no deposition was found inside the pump. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the explanted pump as the device was not returned. Attempts by the manufacturer to obtain the explanted pump for analysis were unsuccessful. According to the information available to the manufacturer, thrombus was observed in the pump upon explant, during the pump exchange procedure. This report could not be confirmed as the explanted device was not available to the manufacturer. A correlation between the lvad and the report of hemolysis and thrombus could not be conclusively determined. Attempts by the manufacturer to obtain the explanted pump for analysis were unsuccessful. Based on the information available to the manufacturer, and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of the reported event. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available at this time. The manufacturer is closing its file on this event.

Event description:
It was reported that upon device explant, thrombus was confirmed in the pump.